Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Device interrogation revealed that the implantable cardioverter defibrillator was in back-up vvi mode. Device was restored successfully. The patient was asymptomatic before, during and post event.